Manufacturer narrative:
Actual device is not available to stryker for evaluation.

Event description:
The patient had a fractured wrist and this was fixed by wires in (B)(6) hospital 2 years ago. The patient had several revisions for proper fixation of wires. The patient was implanted with distal radius plate in (B)(6) 2009, and this plate snapped off in (B)(6) and it was further reported that the patient was revised in (B)(6) with distal radius plate. This incident was not reported. The sales rep further reported the plate that was revised in (B)(6) snapped off in (B)(6) and the patient was scheduled for revision the week of (B)(6).